Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4), implanted: (B)(6) 2017, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient talked with the representative who thought their controller battery has gone and told the patient to call patient services. The patient reported the controller kept saying to recharge their controller. The patient reported they had their controller plugged into the wall all night but the controller battery shows 60%. During the call, the patient encountered 'no device found' and 'poor recharging quality'. These messages were resolved by repositioning the controller/recharger. They also had problems recharging her stimulator. The patient mentioned it took them about 3 hours to charge. The patient stated their stimulator was right at their "belt line" and they could feel the stimulator at their skin so they knew the recharger circle was over their stimulator. The patient stated they could feel the stimulator through the circle of the recharger circle. Patient services reviewed the antenna placement and charging considerations. They saw the "charge quality good" message and reviewed the importance of the recharger antenna placement. It was reviewed to be charging ins to 100% to increase time between charges. No further allegations/complications were reported.